Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿connector is broken, and no image is displayed¿ was reproduced. It was found that the phenomenon occurred due to damaged sdi2 input terminal. The phenomenon (5) ¿qb board is damaged, the unit needs a new qb board¿ was also reproduced. It was found out that the phenomenon occurred due to damaged quantum (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the high-definition lcd monitor had a broken connector (sti 2). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the bezel, the rear cover, the sdi 2 input, and the quantum board were damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.